Manufacturer narrative:
The patient¿s weight was not provided. Approximate age of device ¿ 68 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a spontaneous hardening of the driveline occurred at the exit point of the abdomen. There was no reported impact to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the change in flexibility of the pump cable could not conclusively be determined through this evaluation. Spontaneous hardening of the patient¿s pump cable occurred, near the exit site from the patient¿s abdomen. No actions were performed, no adverse consequences to the patient were reported, and no further information was provided. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.